Manufacturer narrative:
In addition to the foreign material, service found the light guide lens was cracked, and the rod lens had discoloration. There was a leak in the right/left control knob. The electrical safety test found the insulation did not meet specification due to damage to the distal end cover. The ccd (charge coupled device) lens was chipped and had scratches. The adhesive on the bending section cover was separated. The connecting tube protective covering was scratched. The paint on the air/water cylinder was worn. A perforation was observed in the covering of switch button #1. The light guide tube had discoloration and scratches. The scope connector housing was damaged. Reduced angulation was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing of the subject device, the air/water channel was clogged. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, foreign material was observed to be clogging the nozzle. Additionally, foreign material was observed on the light guide lens. This report is being submitted for the malfunctions found by service during the evaluation of the device (foreign material).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the nozzle was clogged with foreign material and foreign material adhered to the lg lens due to improper reprocessing after the previous procedure. Foreign material in the nozzle was likely substance from peripheral products / body fluids /adhesive matter from chemicals used or the like. Foreign material on the light guide lens could not be identified. The following is included in the instructions for use (IFU) and may have helped prevent the event: "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." "Warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." "Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." "Clean the external surfaces of the insertion section: while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges." "Take the insertion section out of the detergent solution and confirm that no debris remains on all external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end." "Flush the air/water channel with detergent solution" "remove detergent solution from all channels" "rinsing the endoscope and accessories following disinfection" "if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.